Event description:
It was reported by the nurse practitioner that she had found an extra wand in her cupboard in the clinic and noted it did not work. The company representative tried replacing the 9v battery and other general troubleshooting, but she was also unable to get the programming want to work. The complaint wand was received by the manufacturer for analysis; however, it was found to be working as intended an no anomalies were noted. The serial cabled was also returned to the manufacturer for analysis and it was noted the failure to communicate was due to a disconnected wire connection. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Information was inadvertently reported incorrectly on the initial MFR. Report.